Manufacturer narrative:
(B)(4): the customer reported that the pt bedside monitor did not alert the user via alarm when a configured alarm limit was exceeded. No pt harm was reported. The device was tested and passed all testing. Philips recommended changing the monitor configuration per customer preference to resolve the problems. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the pt bedside monitor did not alert the user via alarm when a configured alarm limit was exceeded. No pt harm was reported.